Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the versajet has a physical damage. Pump would not draw fluid, the error light was on, the handpiece was changed but the error light still remained on. No patient was involved.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A visual inspection was performed on the product and found the light diffuser ring cracked and the front pcb damaged. Functional inspection was performed and showed complaint of error led activated was confirmed which could establish a relationship between the device and reported event. The root cause is determined to be a damaged front pcb. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.